Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture. Programming changes were performed. There were no patient consequences.

Event description:
New information noted that the right ventricular lead exhbiited high capture thresholds and high pacing impedance. The lead was capped and replaced on 12 dec 2025. The patient was in stable condition.